Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the initial inflation, the balloon ruptured. The device was removed without any issue, and the procedure was completed with another of same device. There were no patient complications nor injures reported, and the patient condition was good post-procedure.